Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) and reported that the patient went to bed at 9:00 pm with a blood glucose (bg) level of "92 mg/dl" and woke up the following morning with a bg level of "578 mg/dl." The reporter indicated that the patient had moderate ketones and frequent urination. Through troubleshooting, the animas representative involved in this contact noted that the reporter had found a black o-ring the previous night when a site/set was changed at 8:00 pm. The reporter inserted a cartridge and then included the black o-ring prior to securing the cartridge cap. The reporter thought the black o-ring was supposed to go into the pump. The representative informed the reporter that the black o-ring was part of an old cartridge and was not part of the pump. The reporter was instructed to remove the black o-ring and to secure the cartridge cap. The reporter then bolused for the high bg level. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. However, the patient's injury can be attributed to use-error considering the reporter inserted a black o-ring with a cartridge prior to securing the cartridge cap.

Manufacturer narrative:
The pump and cartridge have not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: a retain cartridge sample from low # b201742 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. There was no indication of a missing o-ring. The cartridge was inserted into a test pump with no o-rings slipping off. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.